Event description:
The customer reported the patient's family alleged that the patient has experienced dizziness due to a broken lead (suggesting an intermittent lead fracture). The specific lead position was not stated; implant date is unknown and the lead remains in service (implanted). Note: the event date is unknown, so the date the event was received is being used as the event date. The device remains actively implanted for approximately 14 years, 11 months.

Manufacturer narrative:
The manufacturer attempted to obtain the event information and the lead for analysis (if explanted) by sending letters to the physician on march 25, 2008 and april 2, 2008. On april 9, 2008, the physician responded by faxing this reply "we are only required by law to retain records for 7 years. Therefore, the records you are requesting have been destroyed." As a result, the clinical observations cannot be confirmed. The event will be re-evaluated should additional information become available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.